Manufacturer narrative:
The affected device was found to have a cut or torn bag. In addition, the bag for the hyperinflation system appears to have been cut with a knife in one place and the bag was punctured in three other locations. The investigator's conclusion was that someone used a knife or box cutter to open the shipping box and cut the affected device in the process. This failure mode has neven been seen before by the investigator.

Event description:
The customer alleges "the product was torn ." No other details were provided and no patient injury/harm reported.